Event description:
It was reported that the surgeon could not get the implants to deploy from the device. It was confirmed that t1 would not deploy on two devices, therefore nothing remains in the pt. The surgery was completed by performing a meniscectomy instead of repairing the tear. The surgeon experienced a 10-minute delay. No pt injury or procedural complications were noted.